Manufacturer narrative:
The history log for this device showed that the pad-pak was first successfully installed by the user in (B)(6) 2010 and performed to specification up to the 24th march 2013. The device records manual power ups under one minute duration, this may indicate the user was regularly power cycling the device. The device failed multiple self-tests due to a low battery between (B)(4) 2013 and (B)(4) 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups were recorded during this time. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute time outs recorded in the history log, the manual power ups of less than one minute duration were recorded and may suggest the user was intervening by turning the device off. The excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.